Manufacturer narrative:
The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported while in use on a patient, this vela ventilator device stopped ventilation and made a loud noise. The patient was switched to another ventilator however, the patient was critical and the patient harm or injury was not determined or known. The customer evaluated this device after the event and determined the most likely cause of this event was the main printed circuit board (pcb) having failed a transducer calibration.